Manufacturer narrative:
Both devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the bottom welds of both samples. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, two exactamix 500 ml eva tpn bags were found to be leaking. There was no patient involvement. No additional information is available.